Event description:
The user's performance with the device is affected. In situ testing showed affected channels. Reimplantation was performed on (B)(6) 2021. This report refers to 9710014-2021-0051. For further information please refer to this report.